Event description:
It was reported that the bd plastipak¿ syringe experienced a broken syringe tip. The following information was provided by the initial reporter: during the preparation of a chemotherapy, the ll screw thread of the syringe broke.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 13oct2022. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, the thread of the syringe is observed to be broken, no other damage was identifed and the tip was verified to be properly molded. A device history review was performed for the reported lot 2206028, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were reviewed and verified to be within validated limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, no issues related to the reported incident were found. Based on our quality teams investigation, we cannot identify definitive root cause related to the manufacturing process at this time. It is possible the luer broke when engaging the device. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe experienced a broken syringe tip. The following information was provided by the initial reporter: during the preparation of a chemotherapy, the ll screw thread of the syringe broke.